Event description:
It was reported that an infusor's reservoir ruptured during filling. The device was being filled manually via syringe. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. Visual inspection identified that the reservoir was ruptured, confirming the reported condition. Microscopic inspection of the reservoir identified markings on the exterior surface of the reservoir, near the rupture line. However, a cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should additional relevant information become available, a follow-up report will be submitted.